Event description:
It was reported that during a left internal carotid artery stenting procedure in a tortuous vessel, the patient experienced an episode of aphasia after post-stent dilatation. The recovery catheter (rc) was advanced to retrieve the accunet filter element (epd), but could not be seen on fluoroscopy. At that time, it was noticed that the 6 french 90cm shuttle sheath lost position and fell into the aorta. A lot of the rx accunet wire was outside of the patient and it was determined that the wire fractured distally where the stainless steel meets the distal junction. Since the wire was detached, the rc was not being guided to the epd. The detached portion of the wire was removed and the epd remained distal to the stent, and possible resting on the stent. The patient continued to have waxing and waning of aphasia, which was felt to be due to the epd slowing flow and was treated with reopro. Attempts were made to replace the shuttle sheath, so that the filter could be snared, but the device was unable to advance to desired position. The patient was prepped and taken to surgery. The epd was successfully removed and there were no residual neurological symptoms. There was no additional information provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors which may contribute to the filter basket detachment include, but are not limited to, manufacturing, anatomical conditions, interactions with associated devices and entanglement with stent. In this case, it was reported that the 6 french 90cm shuttle sheath lost position and fell into the aorta. A lot of the rx accunet wire was outside of the patient and it was determined that the wire fractured distally where the stainless steel meets the distal junction. Although a conclusive cause for the separation could not be determined, it may be possible that the filter basket became hung up on the newly placed stent as it was reported that the embolic protection device remained distal to the stent, and possibly resting on the stent. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, ischemia and non-stroke neurological symptoms are listed in the rx accunet embolic protection system instruction for use as potential adverse effects associated with the use of the device. A review of the lot history records did not reveal any nonconforming material records for this lot that would have contributed to this complaint and there have been no other incidents reported for this lot. Overall, a conclusive cause for the reported separation and subsequent patient effects could not be determined; however, there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and recovery catheters are 100% visually inspected for damage. In addition, a sampling of units are visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned embolic protection system (eps) noted blood in the filter basket and on the coils, consistent with the reported use. There was no saline visible. Only the filter basket, guide wire and torque device were returned. The core separated at the distal end of the hypotube. There was core visible in the hypotube at the separation. The separated portion was returned. There was a kink in the core at the proximal end of the hypotube. There was no other damage noted to the eps. The tip was tugged on to confirm that the core and shaping ribbon were intact. Potential factors which may contribute to the filter basket detachment include, but are not limited to, manufacturing, anatomical conditions, interactions with associated devices and entanglement with stent. The scanning electron microscopy (sem) analysis suggest that the core failure may be attributed to a ductile overload at a bend. A core separation of this type typically occurs when the wire is subjected to bend loads beyond its design limits causing the core to separate. A wire being over bent in this fashion would require the distal end to be trapped within the anatomy or another device in order to create the required forces to separate the material. To ensure this type of separation is not due to a potential manufacturing deficiency, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. Overall, a conclusive cause for the reported separation and subsequent patient effects could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.